Event description:
Information received indicates the left intermediate side rail will not latch.

Manufacturer narrative:
The hill-rom technician lubricated the side rail pivot points to repair the bed.